Event description:
The nurse reported shortly after refill, the pt was experiencing overdose symptoms and was taken by ambulance to the emergency room. The nurse reported that she had trouble accessing the pump at refill and a pocket fill was suspected. A template was used; it was noted that there was "a lot of subcutaneous tissue". A follow-up report will be sent if additional info becomes available.